Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping") and rash ("skin rashes"). The patient was treated with surgery to remove essure in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, pelvic pain, rash and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping"), rash ("skin rashes / rash"), vomiting ("I threw up"), nausea ("nausea"), cyst ("increase in cysts"), back pain ("back"), hypersensitivity ("allergy nos"), dyspareunia ("dyspareunia (painful sexual intercourse)") and skin disorder ("skin condition"). The patient was treated with surgery (hysterectomy full and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, rash, vomiting, nausea, cyst, back pain, hypersensitivity, dyspareunia and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cyst, dysmenorrhoea, dyspareunia, hypersensitivity, nausea, pelvic pain, rash, skin disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) discrepancy noted in date of removal (B)(6) 2016. Received treatment for pain,pelvic/ abdominal, dysmenorrhea (cramping),back, chronic, dyspareunia (painful sexual intercourse), allergy, increase in cysts. Records in atty possession- implant, explant, radiology confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) result: bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient via social media: - vomiting, nausea. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new events (back pain, dyspareunia, skin condition, allergy nos and enlarged cyst) updated, reporter details, patient date of birth, date of insertion ((B)(6) 2014) and lab test updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping"), rash ("skin rashes") and vomiting ("I threw up"). The patient was treated with surgery (hysterectomy and underwent a procedure to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, rash and vomiting outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, pelvic pain, rash, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries in the case, the following ones were described in patient via social media: - vomiting . Most recent follow-up information incorporated above includes: on (B)(6) 2018: new reporter added. Plaintiff had vomiting after hysterectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping"), rash ("skin rashes"), vomiting ("I threw up") and nausea ("nausea"). The patient was treated with surgery (hysterectomy and underwent a procedure to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, rash, vomiting and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, nausea, pelvic pain, rash, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries in the case, the following ones were described in patient via social media: - vomitting, nausea . Most recent follow-up information incorporated above includes: on 8-jun-2018: event "nausea" added from social media report. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions ("uterus and bladder were fused to my abdomen/severe adhesion and uterus was tilted way to the left which was the cause of the pain"), pelvic discomfort ("discomfort"), abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding"), rash ("skin rashes / rash"), vomiting ("I threw up"), nausea ("nausea"), cyst ("increase in cysts"), back pain ("back"), hypersensitivity ("allergy nos"), dyspareunia ("dyspareunia (painful sexual intercourse)"), skin disorder ("skin condition"), procedural vomiting ("nausea after hysterectomy/threw up 10-15 time/vomiting after surgery") and insomnia ("haven't gotten much sleep"). The patient was treated with surgery (hysterectomy full and salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, pelvic adhesions, pelvic discomfort, abdominal pain lower, abdominal pain, dysmenorrhoea, vaginal haemorrhage, rash, vomiting, nausea, cyst, back pain, hypersensitivity, dyspareunia, skin disorder, procedural vomiting and insomnia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cyst, dysmenorrhoea, dyspareunia, hypersensitivity, insomnia, nausea, pelvic adhesions, pelvic discomfort, pelvic pain, procedural vomiting, rash, skin disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2016, posting in social media on removal on (B)(6) 2015. Received treatment for pain, pelvic/ abdominal, dysmenorrhea (cramping), back, chronic, dyspareunia (painful sexual intercourse), allergy, increase in cysts. Records in atty possession- implant, explant, radiology confirmation test. Posted in social media: uterus was tilted way to the left which was the cause of the pain is clubbed with pelvic adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) result: bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient via social media: - vomiting, nausea, procedural pain, procedural nausea, procedural vomiting, pelvic adhesion, pelvic discomfort and insomnia. Most recent follow-up information incorporated above includes: on 10-oct-2019: this record was detected to be a duplicate to record # (B)(4) (social media post received on 10-oct-2019, medwatch 3500a MFR number 2951250-2019-10869) from which all information was transferred to this case (B)(4), then duplicate record # (B)(4) will be deleted. New: new events: pelvic adhesions, pelvic discomfort, insomnia, procedural nausea and procedural vomiting. Comment was added: "uterus was tilted way to the left which was the cause of the pain is clubbed with pelvic adhesions". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.